Manufacturer narrative:
The insulin pump was received with audio or vibrate anomaly and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify error 53, 68, 49, 25 and 23 due to critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received multiple alerts on the insulin pump. The customer state the pump asked for a battery change and once the battery was changed, the pump alerted errors. The customer also reported water in the battery compartment and the pump did not alert when testing the internal battery. The insulin pump will not be returned for analysis.